Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon did a revision of patient's left hip acetabulum due to cup loosening. The surgeon removed the cup, liner and head; and implanted the augment (which broke but he left it in). Surgeon also implanted a 70 mm tritanium revision cup. Event update per review of the medical dictation dated (B)(6) 2016: " a series dated (B)(6) 2011 is an ap of the pelvis demonstrating a left uncemented total hip arthroplasty with poly wear, the acetabulum surrounded by osteolysis, and three zones of lucencies."

Manufacturer narrative:
An event regarding alleged loosening of the cup and poly wear" involving an unknown liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the revision operative reports, patient history and x-rays by a clinical consultant indicated "a series dated (B)(6) 2011 is an ap of the pelvis demonstrating a left uncemented total hip arthroplasty with poly wear, the acetabulum surrounded by osteolysis, and three zones of lucencies. A (B)(6) 2012 ap of the pelvis demonstrates increased lucency and acetabular lysis. A (B)(6) 2015 ap of the pelvis, lateral of the left, and ap of the left, times two, demonstrates the left hip dislocated with the acetabulum grossly loose and migrated proximally and vertically. On (B)(6) 2015 an ap of the pelvis, times two, labeled ¿supine portable, pacu¿, demonstrates the same stem as previously noted with a reconstructed acetabulum with multiple screws, a superior augment, and a larger acetabular cup. The hip is reduced and in nominal position." "Post-revision x-rays demonstrate excellent acetabular reconstruction, which should not be compromised by the loss of a small corner of the augment. There is no evidence this event was caused by factors of faulty component design, manufacturing or materials." -device history review: a device history review could not be performed as the lot ID is unknown. -complaint history review: a complaint history review could not be performed as the lot ID is unknown. Conclusions: the reported event was confirmed based on the review of the x-rays by the consulting clinician indicating "a series dated (B)(6) 2011 is an ap of the pelvis demonstrating a left uncemented total hip arthroplasty with poly wear, the acetabulum surrounded by osteolysis, and three zones of lucencies. A (B)(6) 2012 ap of the pelvis demonstrates increased lucency and acetabular lysis. A (B)(6) 2015 ap of the pelvis, lateral of the left, and ap of the left, times two, demonstrates the left hip dislocated with the acetabulum grossly loose and migrated proximally and vertically. On (B)(6) 2015 an ap of the pelvis, times two, labeled ¿supine portable, pacu¿, demonstrates the same stem as previously noted with a reconstructed acetabulum with multiple screws, a superior augment, and a larger acetabular cup. The hip is reduced and in nominal position." "Post-revision x-rays demonstrate excellent acetabular reconstruction, which should not be compromised by the loss of a small corner of the augment. There is no evidence this event was caused by factors of faulty component design, manufacturing or materials." However, the root cause of the reported event could not be determined. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Surgeon did a revision of patient's left hip acetabulum due to cup loosening. The surgeon removed the cup, liner and head; and implanted the augment (which broke but he left it in). Surgeon also implanted a 70mm tritanium revision cup. Event update per review of the medical dictation dated (B)(6) 2016: " a series dated (B)(6) 2011 is an ap of the pelvis demonstrating a left uncemented total hip arthroplasty with poly wear, the acetabulum surrounded by osteolysis, and three zones of lucencies."